Event description:
A report was received from the affiliate indicating that four days post cypher stent implant the pt complained of chest pain in the hosp. Coronary angiogram (cag) was conducted and thrombus was observed in the 1st cypher at high lateral (hl) ramus. To treat the thrombus, plain old balloon angioplasty (poba) was conducted. Thrombus was not observed in the 2nd cypher at 1st diagonal. Physician's comment: the possible cause of the thrombotic event was because clopidogrel sulfate was administered from the implant day.

Manufacturer narrative:
The procedure was an emergent case due to acute coronary syndrome. The target lesion was high lateral (hl)/ramus coronary artery and 1st diagonal branch. For hl, the vessel was plain old balloon angioplasty (poba) restenosis and calcified lesion. Lesion classification of the vessel was type c. The lesion length was 23mm and vessel diameter was 2.5mm. For the 1st diagonal, the vessel was a de-novo and concentric lesion. Lesion classification of the vessel was type c. The lesion length was 23mm and vessel diameter was 2.5mm. At the high lateral (hl)/ramus, predilatation was conducted with a 2.5x20mm balloon. The first 2.5x23mm cypher stent was deployed at 16atm for 30 seconds. Post-dilatation was not conducted. Intravascular ultrasound (ivus) was conducted. The residual percent of stenosis was 0 percent. Timi flow pre and post-procedure was ii and iii. At the 1st diagonal, pre-dilatation was conducted with a 2.5x20mm balloon. The second 2.5x23mm cypher stent was implanted at 16atm for 30 seconds. Post-dilatation was not conducted. Ivus was conducted. The residual percent of stenosis was 0%. Timi flow pre and post procedure was ii and iii. Activated clotting time (act) was not measured. Please note: device is distributed outside the us. However, it is similar to the us product. There are two possible lot numbers for the device involved in this case that cannot be identify further. Any additional info will be submitted within 30 days of receipt.